Event description:
It was reported that: "during a dental case the et tube was removed they noticed a hole in the tube. Only 1 was used on a patient, the others were not used on patients. Once they realized there was a hole, they checked the remaining products in the box and discovered that they all had holes. Issue was resolved by using a tube from another box/lot the next time. No patient harm or consequence." Associated complaints 8040412-2026-00013.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during a dental case the et tube was removed they noticed a hole in the tube. Only 1 was used on a patient, the others were not used on patients. Once they realized there was a hole, they checked the remaining products in the box and discovered that they all had holes. Issue was resolved by using a tube from another box/lot the next time. No patient harm or consequence." Associated complaints 8040412-2026-00013 and 8040412-2026-00010.

Manufacturer narrative:
(B)(4) the reported issue of hole in tube could not be confirmed upon investigation of the returned packaging. The customer returned only the packaging. The physical sample was not available for evaluation. However, picture evidence was provided by the customer, but the image was blurred in nature and did not allow clear visualization of the alleged defect. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.